Event description:
It was reported when using the bd pyxis medstation system the door was failed. The customer stated that the malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was not on bus. The field service engineer rebooted the fridge to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.